Event description:
It was reported that during use with the bd veritor ¿ at-home covid-19 test, a false negative result was obtained. Confirmatory testing was performed with a siemens test, and the result was positive. There was no report of patient impact. (B)(4) the following information was provided by the initial reporter: problem description: my friend was exposed and tested positive on a siemens test, and then did this one and the app called it negative, but based on the pic there¿s a third faint line.

Manufacturer narrative:
(B)(4) initial reporter address: (B)(6) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿had a negative result.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that during use with the bd veritor ¿ at-home covid-19 test, a false negative result was obtained. Confirmatory testing was performed with a siemens test, and the result was positive. There was no report of patient impact. Eua210417. The following information was provided by the initial reporter: problem description: my friend was exposed and tested positive on a siemens test, and then did this one and the app called it negative, but based on the pic there¿s a third faint line.